Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported via brazilian health authority that during an intraocular lens (iol) implant procedure, after insertion, the embolus (iol) had finished exited the injector; however, one of the haptics had been caught between the embolus and the injector and remained stuck. Upon examining the patient's eye, the physician observed that the haptic was damaged (broken). The iol was explanted and replaced with another lens of the same model with an unspecified diopter during the initial procedure and the surgery went smoothly. The surgery was completed on the same day without any damage to the patient's health. Additional information was requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Photo was returned and the reported complaint was observed. Photo review: the returned photo shows an activated company device (with the plunger fully advanced) positioned in a blister tray. The lens is observed to be outside the device, inside the blister tray. One haptic appears broken/torn. The broken haptic seems to be located in the nozzle tip, potentially lodged between the plunger and the nozzle tip wall. The root cause for the broken haptic could not be determined. The product was not returned for analysis. Based on our observation of the attached photo, the broken haptic seems to be located in the nozzle tip, potentially lodged between the plunger and the nozzle tip wall. The plunger position in relation to the broken haptic during advancement cannot be determined. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).